Manufacturer narrative:
Based on the claim against the product by the customer noting a scratch on the wire of the maryland bipolar forceps (mbf) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mbf instrument was analyzed and found to have conductor wire insulation damage inside of the grip routing. Visual inspection found the wire to be exposed. The instrument was found to have localized melting on the bipolar yaw pulley. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test in all three attempts. The complaint regarding the reported issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted total gastrectomy surgical procedure and prior to ports placement, a scratch on the maryland bipolar forceps (mbf) instrument wire was observed. A backup instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the previous time the instrument was used the instrument operated as expected. After the completion of the previous procedure, the instrument was inspected for damage, and nothing was found. It is unknown if the instrument exhibited any unintended energy discharge and if the instrument inadvertent made contact with another hard object or instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correct information: h6, h10 the instrument exhibited signs of scratch marks and abrasions instead of thermal damage on the bipolar yaw pulley.